Event description:
It was reported that this patient received an inappropriate tachy shock due to t-wave oversensing and 3 other episodes were untreated. Technical services recommended to perform evaluations and considered if another vector configuration for this patient is adequate. It was indicated then that the vector was changed to primary. Reportedly, this subcutaneous implantable cardioverter defibrillator (s-ICD) also exhibited premature battery depletion behavior. The device data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. This product remains in service and replacement was recommended. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. The oversensing and inappropriate shock allegations were not confirmed. No issues were found. However, a high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this patient received an inappropriate tachy shock due to t-wave oversensing and 3 other episodes were untreated. Technical services recommended to perform evaluations and considered if another vector configuration for this patient is adequate. It was indicated then that the vector was changed to primary. Reportedly, this subcutaneous implantable cardioverter defibrillator (s-ICD) also exhibited premature battery depletion behavior. The device data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. This product remained in service and replacement was recommended. Subsequently, this s-ICD was explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this patient received an inappropriate tachy shock due to t-wave oversensing and 3 other episodes were untreated. Technical services recommended to perform evaluations and considered if another vector configuration for this patient is adequate. It was indicated then that the vector was changed to primary. Reportedly, this subcutaneous implantable cardioverter defibrillator (s-ICD) also exhibited premature battery depletion behavior. The device data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. This product remained in service and replacement was recommended. Subsequently, this s-ICD was explanted, replaced and it is expected to be returned for analysis. No additional adverse patient effects were reported.